Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - the event no longer meets reportable serious injury criteria. Therefore, this medwatch report is being voided.

Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and topical skin adhesive was used. The patient experienced a skin reaction. Following the surgery, approximately three to five days later, the patient developed a skin reaction characterized by redness, oozing, and contaminated fluid from the incision site. The patient was treated with povidone, which alleviated the reaction. The redness was associated with a rash. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is a photo available of the patient¿s reaction? What date /day post op was the reaction noted? Please provide more information about the contaminated fluid. Did the patient have an infection? Were any cultures taken? Results? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?